Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. Upon sensor pod removal, the sensor wire remained in the patient¿s arm. He had a bump and the area was painful. The patient did not have a fever and there was no redness in the area. He went to the emergency department (ed) where a nurse attempted to remove the wire by making an incision at the sensor wire insertion site. Antibiotics were prescribed and the route and name of the medication were not provided. The patient was instructed to follow up with his physician. At the time of the report, the patient was still in pain. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 07/01/2022. It was reported that the patient visited their physician on the same day of the event, (B)(6) 2022 and the sensor wire was surgically removed. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).